Manufacturer narrative:
Based on device settings, the device performed to the expected longevity. However, there were voltage fluctuation measurements indicated in the device history. No high current drain sources were found throughout bench and automated equipment testing. The battery was sent to the vendor for destructive analysis. No anomalies were detected. The cause of fluctuating battery voltage could not be determined.

Event description:
It was reported that the device was explanted and replaced due to premature eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.